Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, timi flow degradation occurred. The target lesion # 1 was located in the left main coronary artery (lmca) extending to proximal left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The target lesion # 1 was treated with direct stent placement using a 3.50 mm x 20 mm promus element plus stent with 0% residual stenosis. The target lesion # 2 was located in the distal saphenous vein graft (svg) to 1st obtuse marginal (om) with 99% stenosis and was 32 mm long with a reference vessel diameter of 3.00 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm pe plus stent, with 0% residual stenosis. Following which timi flow degradation was noted which was treated with 3mg verapamil resulting in 0% residual stenosis and timi 3 flow. The patient was discharged one day post procedure on aspirin and clopidogrel.